Event description:
It was reported that a tandem mobi cartridge alarm occurred. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the alarm and instructed the caller to remove the cartridge from the pump and deliver a 9-unit bolus, which was successfully completed. Since the customer was unable to reload the original cartridge, technical support assisted in loading a new cartridge correctly.